Event description:
The manufacturer received information alleging a patient with a bipap a40 has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death.

Manufacturer narrative:
The manufacturer previously reported information alleging a patient with a bipap a40 has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death. The device has not yet returned for evaluation. No root cause can be determined at present. There is no allegation the device contributed to the death nor is there any information indicating there is a complaint against the device. The reported event makes no allegation of any specific device malfunction, user error, failure, labeling, or other deficiency that is relevant to the harms reported. Based on available information at this time, the alleged death is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. A final report is being submitted at this time with the info that is available, if any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously reported information alleging a patient with a bipap a40 has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death. The bipap a40 was returned to the manufacturer's product investigation lab (pil) for evaluation due to the customer requesting it be checked after a patient passed away. There was no complaint that the device malfunctioned. The pil was unable to confirm any operational issues with the device that would affect therapy. The alleged death remains assessed as unrelated. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. No further action is required. A final report is being submitted at this time with the info that is available, if any additional information is received, another final report will be filed. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.